Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 275cc saline catalog: 3501640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast prostheses. Bilateral deflation was reported. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 7/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient also experienced bilateral capsular contracture baker grade iii and deformity. Mentor also became aware that the suspect medical device and concomitant device's lot number was 261736 and that the concomitant's serial number was sn: (B)(4). In addition, mentor became aware that the replacement devices were (left) mentor memorygel breast implant 350cc gel catalog: 3503504bc lot: 7544580 sn: (B)(4) and (right) mentor memorygel breast implant 350cc gel catalog: 3503504bc lot: 7580688 sn: (B)(4). On 8/6/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 261736 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).